Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
It was originally reported that the perforation occurred during attempts to cross the annulus with the rf3 delivery system. Additional information clarified that the perforation occurred during an attempt to perform a 2nd bav with a z-med balloon. As reported, the z-med balloon was used to ¿access¿ the valve across the annulus; this was interpreted as using a buddy balloon. During this attempt, the patient became hemodynamically unstable, chest compressions were started, the patient was placed on bypass and the chest was opened to convert to surgical avr. During inspection of the heart, two small holes on the anterior wall of the left ventricle were found and attributed to meier wire. The rf3 system was removed with a vascular cutdown. After the surgery, the patient expired.

Event description:
Per the edwards lifesciences field clinical specialist report, during a transfemoral tavr procedure there was a left ventricle (lv) injury due to the wire. An extra stiff wire was inserted into the ascending aorta. A bav was uneventfully performed with the edwards¿s 23x3bav balloon catheter. After bav, the 23mm retroflex 3 (rf3) delivery system was inserted. The patient had a very tortuous aorta and the valve would not cross the annulus. The team decided to exchange the amplatz extra stiff wire for a meier wire in the rf3 for more support. Afterwards it was still not possible to cross the annulus and it was decided to perform a 2nd bav with a 15x6 z-med balloon with a meier wire to access the aortic valve and cross the annulus. During this bav the patient became hemodynamically unstable. Chest compressions were stated and the patient was placed on pump. The chest was opened for inspection, during which two small holes were found on the anterior wall of the left ventricle caused by the wire. The rf3 system and valve were removed from the patient through a vascular cut down.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the reported ventricular perforation appears to have resulted from the multiple maneuvers performed when attempting to cross the aortic annulus. The device is not available for evaluation. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.